Event description:
Analysis of the device indicated a break in the silicone carrier at the lead exit from the stimulator body. There was evidence of body fluid egress through the tear. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.